Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the gas vent was leaking fluid from the filter. The product problem was observed during patient use. The product fault did not cause or contribute to any adverse patient health effects.